Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years and greater, patient is (B)(6) and that the pump should be used with room temperature insulin, the user filled with cold insulin.

Event description:
Received information stating that customer's fill estimate was inaccurate.